Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the irrigation lumen was clogged with blood clots. It was reported that during mapping of the left atrium (la), the irrigation lumen was clogged with blood clots. The irrigation lumen was clogged with thrombus despite continuous irrigation with heparinized normal saline was conducted. The patient was anticoagulated during the procedure. The act value was unknown. The issue was resolved by replacing the pentaray nav high-density mapping eco catheter to another new one. There were no error message observed and the patient did not exhibit any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. A patency test was performed and irrigation could not be performed; therefore, dissection was performed in the tip area and the irrigation tube was found folded, the root cause of the irrigation issue reported by the customer could be related to this failure. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed; however, the thrombus/cloth issue could not be corroborated. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the folded irritation tube identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported thrombus/clot issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the irrigation lumen was clogged with blood clots. It was reported that during mapping of the left atrium (la), the irrigation lumen was clogged with blood clots. The irrigation lumen was clogged with thrombus despite continuous irrigation with heparinized normal saline was conducted. The patient was anticoagulated during the procedure. The act value was unknown. The issue was resolved by replacing the pentaray nav high-density mapping eco catheter to another new one. There were no error message observed and the patient did not exhibit any neurological symptoms since the procedure was completed. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 31004844l number, and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 20-feb-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the irrigation lumen was clogged with blood clots. It was reported that during mapping of the left atrium (la), the irrigation lumen was clogged with blood clots. The irrigation lumen was clogged with thrombus despite continuous irrigation with heparinized normal saline was conducted. The patient was anticoagulated during the procedure. The act value was unknown. The issue was resolved by replacing the pentaray nav high-density mapping eco catheter to another new one. There were no error message observed and the patient did not exhibit any neurological symptoms since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).